Event description:
Doctor inserted the balloon into the patient's abdomen and pumped the balloon up twice when the balloon suddenly popped. He immediately removed the device and notified the team. We took the device off the field and opened him a new balloon. Doctor examined the patient and visualization of the peritoneal cavity was clear of any foreign body from the malfunctioned balloon. No harm occurred to the patient and we resumed surgery. Item was sequestered. Staff notified of malfunctioned device. Surgery was completed and patient was discharged home without incident.